Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17435588m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product: soundstar eco catheter, model #: m-5723-17. (B)(4). Are related to the same incident. (B)(4)

Event description:
It was reported that a patient, (B)(6), female, underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter and a pentaray catheter and suffered a cardiac tamponade which required a pericardiocentesis. While mapping in the left ventricle (lv) the patient suffered a pericardial effusion. All mapping performed was done with catheters in retrograde aortic. No ablation or transseptal had been performed. They initially mapped with a pentaray catheter and while mapping with the smart touch bidirectional catheter the patient became tachycardiac. A trace effusion was noted on intracardiac echocardiography (ice). The mapping continued. The tachycardia persisted and there were small fluctuations in the patient's blood pressure. A transthoracic echo was performed and a more prominent effusion was determined. At that point, they aborted the procedure and performed a pericardiocentesis withdrawing 100cc of fluid. The flow setting was set to 2ml/min. The st. Jude sr0 sheath was used. Heparin was used and the act was maintained at 300-350. The patient did require extended hospitalization as held overnight. The patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that it was procedure related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Also, since this issue occurred during the mapping phase, we are taking the conservative approach and reporting this event under both the catheters (smart touch bidirectional catheter and pentaray catheter) used during the mapping phase.